Event description:
Following a catheterization procedure, an angio seal device was deployed in 1999. 2 days later, the pt returned to the hospital with absence of lower right extremity pulses. Following an arteriogram, the pt was taken to surgery for removal of the angio-seal device and vascular grafting. As of 01/14/2000, no additional info has been provided to the MFR.